Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three years ago.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The explanted device will not be returned.